Manufacturer narrative:
H.10. The complained protekduo cannula was returned to livanova for further investigation. Visual inspection identified a separation of the glue bond between the distal cannula and the y-connector. An air leak test was performed on the distal lumen of the cannula. The distal side holes were sealed with latex tubing and zip ties. An air-filled syringe was connected to the distal lumen extension tube and the lumen was then pressurized by depressing the syringe plunger. The pressure gauge was monitored for evidence of leaks. The distal lumen held a pressure of 366 mmhg without evidence of any leaks. The air leak test demonstrated that, although the bond joint failed, the distal lumen was not compromised, confirming the lack of leak reported by the complaint site. A review of historical complaints found that this type of issue has typically been attributed to repeated mechanical stress and kinking of the cannula during patient movement or circuit adjustment. This may have happened repeatedly over the 68-day implant duration, which eventually led to separation of the distal cannula to y-connector bond. Based on the above, since the issue occurred after more than 30 days of support, a product malfunction can be excluded and the most likely root cause of the reported event was mechanical stress due to use conditions exceeding the recommended duration of support with protekduo (30 days). CAPA-glb-2022-0013 was initiated to address this type of issue. If any additional information relevant to the reported event is received, it will be submitted in a supplemental report.

Manufacturer narrative:
Patient identifier, age, weight and ethnicity were not provided. Livanova manufactures the protekduo. The reported event occurred in (B)(6). Through follow-up communication with the livanova rep, it was revealed the the cannula was inserted into the patient on (B)(6), 2022 and the crack was noted about 30 days post-insertion on (B)(6). A review of the DHR revealed that the leak test fixture used for testing was listed as out of calibration. However, further investigation of calibration documents for the test fixture revealed that this was an error, and the fixture was in calibration at the time that the DHR for this product was completed. No other deviations or nonconformities were identified. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report that a customer identified a crack on the wire bound distal y of a protekduo cannula during support. The customer reported that no blood leak was identified. There was no patient injury reported.